Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure to treat polyp performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be deployed. The procedure was completed with another resolution clip. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device." There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h11: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Additionally, the device was returned without the outer sheath. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned without the clip assembly but with evidence of full deployment, indicating that the clip was properly deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) university. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure to treat polyp performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be deployed. The procedure was completed with another resolution clip. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution 360 ultra clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device." There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.